Manufacturer narrative:
Continuation of d10: product ID a810; serial# unknown; product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient who was receiving intrathecal hydromorphone 30 mg/ml at unknown dose via an implantable pump for unknown indication for use. It was reported that at implant the pump was "programmed double the dose" so it ran out sooner than expected and the patient came to the office with the pump empty. The patient was going through withdrawals. The hcp inquired what they should do with the refill after the pump had gone empty. Additional information was received from the company representative (rep) reported that the "programmed double the dose" at implant was due to user error. Actions/interventions that were taken to resolve the event included the nurse practitioner refilling the pump. It was reported that the incident had resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that they had a couple of tablets in their office and both had the 2.0.1460 version.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the software version of the clinician programmer used at the time of the event was unknown.